Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2009 due to loosening of the patella component. The patella component was removed and the patella was resurfaced. Also, the polyethylene bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.